Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient a lack of insulin drips at infusion set tubing end. They reported related high blood glucose of 200mg/dl, and subsequently self-administered an insulin injection. Patient reported replacing insulin set and was able to resume insulin administration. No further adverse events reported. Please see medwatch 2183502-2016-01695 for related event.